Event description:
According to the reporter: occurred during a laparoscopic paraesophageal hernia repair, fundoplication procedure. The needle broke into two pieces into the patient. It is unknown at this time if the needle was retrieved or not. In order to resolve the issue and complete the case, used another reload. There was no patient harm. The patient status is alive, no injury.